Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: no detection. Bacterial identification: n/a. Sampling from: biopsy channel (ch)/suction ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: air/water ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: auxiliary water ch. Cfu: 0cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The event of positive culture was not confirmed however, an additional potential adverse event was added where there was foreign material in the suction cylinder. The following defects were noted: due to damage on suction cylinder, water tightness is lost. Due to wear of scope connection cover packing, water tightness is lost. Switch button 1 has a pinhole. Air/water cylinder has no color. Suction cylinder has no color. Electrical connector has corrosion due to water leakage. Due to adhesive peeling on bending section rubber, insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to a crack, distal end cap cover has a snag on it. Light guide lens has a crack. Adhesive on bending section rubber is detached. Connecting tube has a wrinkle. Universal cord has a wrinkle. Image defects - not confirmed. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the user culture results were not shared, the reported event of positive culture could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Based on the results of the investigation, for the event of foreign material in the suction cylinder; the foreign material could not be identified. However, it is likely that the material was not removed from the device due to insufficient reprocessing as a result of leakage that occurred from the scope connection cover and suction cylinder. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had image defects. The issue was found two minutes after the start of the diagnostic pancolonscopy procedure. The device was inspected before use and no anomalies were found. The customer suspected that the scope was contaminated which caused the image defects. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.